Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: when cleaning your pump, use a damp lint-free cloth. Do not use household or industrial cleaners, solvents, bleach, scouring pads, chemicals, or sharp instruments. Never submerge the pump in water or use any other liquid to clean it. Do not place the pump in the dishwasher or use hot water to clean it. If needed, use only a very mild detergent, such as a bit of liquid soap with warm water. When drying your pump, use a soft towel; never place your pump in a microwave oven or baking oven to dry it.

Event description:
It was reported occlusion alarms occurred. System check was performed by tandem technical support (tts) and no issues were identified. Reportedly, the customer is using trusteel infusion sets for 3 days and not cleaning the vents on the pump. Tts informed the customer that using trusteel infusion sets for 3 days and not cleaning the vents on the pump is off label per the tandem user guide. Customer changed the infusion set and resumed insulin delivery. Customer blood glucose was 372 mg/dl.